Manufacturer narrative:
A medivators clinical education specialist reported that the facility was requesting in-service training for their cer-2 automated endoscope reprocessors after the facility observed they had reprocessed scopes using a damaged hookup (clm-110-hu0129). Due to the damaged hookup being used during reprocessing, there is potential that scopes were not properly high level disinfected prior to patient procedures being performed. The facility identified two patients at risk for cross contamination exposure. The facility plans to notify these patients. The damaged hookup was destroyed and replaced with a new hookup. Since discovery of this issue, medivators ces provided in-service training at the facility on 10/05/2017 on the proper reprocessing of scopes using their cer machines and hookups. The condition of the two affected patients remains unknown. Medivators will continue to monitor this complaint in medivators complaint handling system.

Event description:
Medivators clinical education specialist reported that a facility was requesting a full in-service training for their cer-2 automated endoscope reprocessors after a damaged hookup was used during scope reprocessing. Due to the damaged hookup, there is potential that scopes were not properly high level disinfected. The facility has identified 2 patients who had procedures performed with scopes that were reprocessed with the damaged hookup.